Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/6/2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient self-presented to the hospital two days after a sensor was applied to her arm. Upon arrival, a fingerstick bg test indicated a reading of 390 mg/dl, while the estimated glucose value (egv) from the tandem t: slim insulin pump displayed 150 mg/dl. During the hospital visit, the patient reported that her physician was unable to determine whether the discrepancy originated from the insulin pump or the sensor. As a precaution, the patient was advised to discontinue use of both devices. The patient does not recall the specific treatment or medications administered during her hospital stay. She was admitted for diabetic ketoacidosis (dka) and remained hospitalized until (B)(6) 2025. Upon discharge, the patient reported feeling well and stated that she was no longer experiencing issues with either the pump or the sensor. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.